Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak was confirmed; however, the exact cause could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient¿s aorta was very narrow above the renals, and the infrarenal neck was exceptionally conical-shaped. The suprarenal neck diameter near the sma was ~14mm and extensively calcified, and just below the left renal the neck diameter was noted as 17mm, and ranged from 17 ¿ 23 ¿ 27 ¿ 28mm in diameter along the 20mm neck length. The takeoff of the distal aorta was severely angulated ~90 deg posteriorly/right relative to the proximal neck and aaa centerline, and the iliac arteries were also tortuous. The two (2) still images returned during implant revealed that the bifurcate suprarenal stents did not appear to have fully expanded within the small diameter suprarenal aorta; however, it could not be confirmed if there was any stent entanglement. Multiple endoanchors (10 ¿ 15) had also been implanted around the perimeter of the proximal 1cm of the bifurcate. Films during deployment and immediately after implanting the bifurcate stent graft system, including contrast injections prior to implanting the endoanchors, were not available for review and the initially reported proximal type I endoleak event could not be assessed. A still angio injection from within the bifurcate aortic body showed contrast along the left side of the bifurcate which appeared most likely to be coming from a proximal type I endoleak. The exact cause of the type ia endoleak could not be determined. Additional films during implant and post-implant CT¿s were not ava liable for review which limited the extent of the analysis. The most likely cause of the proximal type I endoleak was anatomy related due to the severely conical-shaped neck and angulated anatomy. Lack of complete suprarenal stent expansion due to the narrow sup adrenal aortic anatomy may have also contributed to the type ia endoleak. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: s a-85, serial/lot #: (B)(4), ubd: 04-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported that during the index procedure final angiogram showed a type ia endoleak. The physician then decided to place fourteen endoanchors around the proximal neck. After placing the endoanchors final angio showed a faint type ia endoleak. As per the physician, the cause of the event was due to the patients reverse funnel and angled neck. No additional clinical sequelae were reported and the patient is being monitored.